Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4365206,I,D,62,Edwards SAPIEN 3,9600TFX23,2993;4560764,I,D,4,Edwards SAPIEN 3,9600TFX26,3190;4663110,I,D,29,Edwards SAPIEN 3,9600TFX29,3190;2395321,I,D,115,Edwards SAPIEN 3,9600TFX20,3190;2395321,I,D,154,Edwards SAPIEN 3,9600TFX20,3190;2539932,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;2539932,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;3828188,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;3828188,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4118888,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4118888,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;4313976,I,D,191,Edwards SAPIEN 3,9600TFX23,3190;4316237,I,D,334,Edwards SAPIEN 3,9600TFX23,3190;4345315,I,D,141,Edwards SAPIEN 3,9600TFX23,3190;4345315,I,D,192,Edwards SAPIEN 3,9600TFX23,3190;4366001,I,D,13,Edwards SAPIEN 3,9600TFX29,3190;4425240,I,D,365,Edwards SAPIEN 3,9600TFX23,3190;4480513,I,D,181,Edwards SAPIEN 3,9600TFX29,2993;4579540,I,D,6,Edwards SAPIEN 3,9600TFX23,2993;4583332,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4583332,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4616598,I,D,92,Edwards SAPIEN 3,9600TFX26,3190;4630102,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4646057,I,D,84,Edwards SAPIEN 3,9600TFX26,2993;4654684,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4659691,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4669791,I,D,9,Edwards SAPIEN 3,9600TFX26,2993;4672533,I,D,4,Edwards SAPIEN 3,9600TFX26,2993;4672533,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4672533,I,D,3,Edwards SAPIEN 3,9600TFX26,3190;4694157,I,D,6,Edwards SAPIEN 3,9600TFX29,2993;4718051,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4718051,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4718051,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4718051,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4721070,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4752559,I,D,7,Edwards SAPIEN 3,9600TFX29,2993;4757337,I,D,13,Edwards SAPIEN 3,9600TFX29,3190;4760200,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;4780358,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4795381,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;4795578,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4795578,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4795578,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4795719,I,D,7,Edwards SAPIEN 3,9600TFX23,2993;4796259,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4797851,I,D,4,Edwards SAPIEN 3,9600TFX20,2993;4798225,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;4798804,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4798901,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4798901,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4799052,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4800256,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4800256,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4800256,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4800702,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4801297,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4801297,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4801297,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4801297,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4801297,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4801297,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4801406,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4801406,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4803395,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4806070,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;4806142,I,D,10,Edwards SAPIEN 3,9600TFX26,2993;4806161,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4806431,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4806431,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4806520,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4806577,I,D,3,Edwards SAPIEN 3,9600TFX29,3190;4806577,I,D,3,Edwards SAPIEN 3,9600TFX29,3190;4807849,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4807849,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4807849,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4808404,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4808404,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4808404,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4808721,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4810231,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4810231,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4810231,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4810231,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4810231,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4810250,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4817779,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4817779,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4818003,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4818003,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4818066,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4819483,I,D,17,Edwards SAPIEN 3,9600TFX26,2993;4819930,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4819930,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4819930,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4819930,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4820678,I,D,21,Edwards SAPIEN 3,9600TFX23,2993;4820678,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4820678,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4821049,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4822363,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4822363,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4822363,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4822363,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4822542,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4822542,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4822542,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4822542,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4823367,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4823367,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4824497,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4825829,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4826893,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4827254,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4827254,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4827254,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4827570,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;4830552,I,D,4,Edwards SAPIEN 3,9600TFX26,2993;4830562,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4832209,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4832962,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4833261,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4833261,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4833431,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;4833431,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;4833431,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4833431,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4833431,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;4835128,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4836015,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4836909,I,D,3,Edwards SAPIEN 3,9600TFX23,2993;4838707,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4839822,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4839822,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4839967,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4840456,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4844183,I,D,3,Edwards SAPIEN 3,9600TFX29,2993;4844183,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4844908,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;4845583,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4845583,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4845604,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4845604,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4845875,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4846837,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4847305,I,D,6,Edwards SAPIEN 3,9600TFX29,2993;4849174,I,D,5,Edwards SAPIEN 3,9600TFX26,2993;4860419,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4861086,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4861162,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4862571,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4863405,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;4865390,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4865390,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4865857,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4865857,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4866253,I,D,2,Edwards SAPIEN 3,9600TFX23,3190;4867731,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4868068,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;4868068,I,D,6,Edwards SAPIEN 3,9600TFX23,3190;4868143,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4870918,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4871402,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4873148,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4873148,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4873632,I,D,2,Edwards SAPIEN 3,9600TFX20,2993;4873632,I,D,6,Edwards SAPIEN 3,9600TFX20,3190;4873632,I,D,2,Edwards SAPIEN 3,9600TFX20,3190;4876308,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4876308,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4876308,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4876897,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4876897,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4879986,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4879986,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4882213,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4882213,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4882483,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4882483,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4883842,I,D,3,Edwards SAPIEN 3,9600TFX29,2993;4883842,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4883842,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4883842,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4905485,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4907584,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4907584,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4907776,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4907867,I,D,8,Edwards SAPIEN 3,9600TFX29,2993;4908178,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4908630,I,D,5,Edwards SAPIEN 3,9600TFX20,3190;4909117,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4909117,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4909151,I,D,10,Edwards SAPIEN 3,9600TFX23,2993;4909151,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4909151,I,D,22,Edwards SAPIEN 3,9600TFX23,2993;4909151,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4909151,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4909402,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4909452,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4909452,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4909486,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4909486,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4909486,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4909489,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;4910185,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4910456,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4910456,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4911824,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4911824,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;4912552,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4912584,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4913988,I,D,24,Edwards SAPIEN 3,9600TFX23,3190;4913988,I,D,23,Edwards SAPIEN 3,9600TFX23,3190;4914677,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4915839,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;4917671,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4917671,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4917844,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4918237,I,D,7,Edwards SAPIEN 3,9600TFX26,2993;4918318,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4918318,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4918318,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;4918669,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4919231,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4919447,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4920475,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4923751,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4923751,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4923751,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4923822,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4924454,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4924454,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4925430,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4925430,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4925430,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4925430,I,D,2,Edwards SAPIEN 3,9600TFX29,3190;4925430,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4925430,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4925443,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;4926101,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4926544,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4927470,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4928155,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4221847,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4221847,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4806648,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4813743,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4825042,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4847020,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4847020,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4847020,I,D,2,Edwards SAPIEN 3,9600TFX29,3190;4847020,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4847020,I,D,2,Edwards SAPIEN 3,9600TFX29,3190;4847123,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;4847123,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4865638,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4865638,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4873657,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4873657,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4909907,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4909907,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4918192,I,D,4,Edwards SAPIEN 3,9600TFX23,3190;4918192,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4925446,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;4927934,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4928422,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4096618,S,D,46,Edwards SAPIEN 3,9600TFX20,3190;4128980,S,D,109,Edwards SAPIEN 3,9600TFX23,3190;4188033,S,D,369,Edwards SAPIEN 3,9600TFX26,2993;4281239,S,D,0,Edwards SAPIEN 3,9600TFX26,2993;4301645,S,D,167,Edwards SAPIEN 3,9600TFX29,3190;4498533,S,D,25,Edwards SAPIEN 3,9600TFX23,2993;4758827,S,D,3,Edwards SAPIEN 3,9600TFX23,2993;4754972,S,D,29,Edwards SAPIEN 3,9600TFX26,3190

Manufacturer narrative:
EXEMPTION NUMBER E2016006,, THIS REPORT SUMMARIZES 274 DEATH EVENTS.  COLUMN A INDICATES WHETHER AN EVENT IS A "NEW EVENT OR FOLLOW-UP".  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF "MAJOR VASCULAR COMPLICATION" TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE "IMPLANT APPROACH" FIELD AVAILABLE IN THE REGISTRY.  ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE:  "EVENT DATE" PRIOR TO "IMPLANT DATE".

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR AUGUST 20TH 2018 DATA EXTRACT FOR DEATH EVENTS FOR THE SAPIEN 3 VALVE.